Event description:
It was reported that the pt was transferred from the cath lab to the critical care unit (ccu). The intra-aortic balloon (iab) was connected to the pump. In the ccu the iab would not pump, tracing a flat line. The lines were checked, the pump was exchanged and the md was phoned. The iab was removed from the "right groin" and a new iab was inserted in the "left groin". There is no more info available at this time.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.